Event description:
Pt had hickman cath in right svc. Pt found with hickman line broken. Remaining part was still in pt and sutrued to chest wall. Blood oozing from cath part left in pt. Remaining cath removed from pt by dr.